Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix t did not stay anchored when pushed and knot and could not be used normally. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 and suture were returned on the needle. The t2 and needle channel has evidence of being damage from contact with another sharp instrument. The knot has not been tightened down. The variable depth straw was not returned. Bio debris is present. A functional evaluation, using a simulation meniscus, showed the t1 and t2 deployed and implanted as intended. When pulled manually, the knot slid to tighten the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors, which could have contributed to the complaint event, include an application of unintended activation, inappropriate, or excessive force to the device. No containment or corrective actions are recommended at this time.